Event description:
A report was received that the patient had a pocket revision. The patient's implant was relocated so that it could be reached more easily. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.